Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appear misaligned. The stapler was received with 18 staples left in the cover block indicating that at least 17 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, an incorrectly formed staple was unable to release from the device. The staple was manually removed , and another attempt was made to fire the device. This time, a staple was able to properly form and release from the device. This was repeated two times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. A microscopic examination of the staple tip of the misaligned staple was performed with no burrs or defects observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the first two staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. Upon functional inspection, a staple was unable to release from the device. When the staple was manually removed, the remaining staples were able to fire properly. The potential cause of this complaint issue could not be determined. The reported complaint of "unit jamming" was confirmed based upon the sample received. The stapler was returned with the first two staples misaligned which prevented the staples from firing properly. Upon functional inspection, a staple was unable to release from the device. When the staple was manually removed, the remaining staples were able to fire properly. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the first two staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that a stapler last week and the week prior malfunctioned; both jammed. The malfunction occurred during a mastopexy x 2. They tried to unjam each stapler by firing them and attempting to pull out staple with a hemostat without success. The patient was not affected in either case.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot# 73d1800354 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a stapler last week and the week prior malfunctioned; both jammed. The malfunction occurred during a mastopexy x 2. They tried to unjam each stapler by firing them and attempting to pull out staple with a hemostat without success. The patient was not affected in either case.